Manufacturer narrative:
Visual inspection- neither cross brace had any scratches, dents, nor broken welds. The rail portion of each cross brace was compared to a straight edge. It could be seen that the seat rail portion of each cross brace was bent. Conclusion- utilizing existing complaint information, actual observations, and further testing of the returned product in its "as received" condition, the complaint was confirmed for the bent seat rails. Should additional information become available a supplemental record will be filed.

Event description:
The customer states that out of the box the seat rails were bent.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The customer states that out of the box the seat rails were bent.